Event description:
Per the clinic, the patient experienced trauma on the left ear, resulting in migration of receiver/stimulator (specific date not reported). Subsequently, the patient underwent surgery on (B)(6) 2018 to reposition the implant. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 26, 2022.